Manufacturer narrative:
The reported events of signal noise and r-wave amp variation were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited noise and low sensing. It was noted that programming changes were performed before this visit to sense uni tip. The lead was explanted and replaced. There were no patient consequences.